Event description:
Auto clamp failed on alaris pump. When the nurse pulled the tubing out, the auto clamp did not fully engage and the ivf¿s kept on running (IV amiodarone. Cardiac drip). The clamp is supposed to engage fully and stop the fluid flow. This did not occur. The door latch assembly was from IV technologies. Question: the spring that puts the tension on the slide clamp, does tension loosen over time? A new assembly was placed and functioned correctly but it is not known how old the previous assembly was but, 1 year (first use of this part began in (B)(6) 2018). Door latch returned to IV technologies for review.